Event description:
A surgeon reported a patient presented with tass (toxic anterior segment syndrome) one day following cataract surgery with intraocular lens implant (iol) in the right eye. A returned questionnaire indicated the patient also experienced corneal edema, hypopyon, cyclitic membrane, and papillary membranes on the iol and towards the incision. The patient was treated with subconjunctival antibiotic injection and topical antibiotic and steroid drops hourly. No cultures were taken. The patient's outcome has resolved and no further intervention was required. It was also noted that epinephrine was added to the bss before surgery. As a precautionary measure, the operating room where the surgery had been performed was closed until further investigation was performed. Environmental and microbiological results indicated burkholderia cepacia complex was isolated in the distilled water of the sterilizer and in the collection of the distilled water. All other results were normal.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).